Event description:
The customer reported that a patient in the ed was receiving an infusion of an unspecified medication or fluid at an unspecified rate. When the clinician opened the door on the pump module, the patient received a shock from the IV line. The clinician closed the door on the pump module and the patient received a second shock from the IV line. There was no report of patient harm, medical intervention, smoke, or spark.

Manufacturer narrative:
The customer¿s report of the device shocking the patient was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal intact. There were no anomalies observed. The event logs of the incident pcu had been overwritten and no longer contained entries for the reported event date. Analysis of the pump module event log showed that at 2:14 pm on (B)(6) 2018 the module was programmed for an infusion at 100ml/hr with a vtbi of 800ml. The infusion continued until 4:22 pm when the door was opened. The log then shows the door was closed and the user programmed an infusion at 200ml/hr with a vtbi of 950ml. This is believed to be when the patient reportedly received shocks when the door was opened and then again when the door was closed. At 4:27 pm, the user channeled the device off. The door was opened and the device alarmed for check IV set. The user then channeled the device off again. Functional testing was unable to replicate shocks. The device passed electrical safety testing including both ground resistance and ground current leakage testing. The root cause of the customer¿s report was not identified. Shocks to a patient via the IV line are very unlikely since the devices do not operate at a high enough current to charge the plastic tubing or the plastic cases of the devices. The flow rate of 100ml/hr that was observed when the door was opened and closed is also not enough to allow friction between the medication flowing and the primary set¿s tubing to generate static electricity in the fluid.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient in the ed was receiving an infusion of an unspecified medication or fluid at an unspecified rate. When the clinician opened the door on the pump module, the patient received a shock from the IV line. The clinician closed the door on the pump module and the patient received a second shock from the IV line. There was no report of patient harm, medical intervention, smoke, or spark.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient in the ed was receiving an infusion of an unspecified medication or fluid at an unspecified rate. When the clinician opened the door on the pump module, the patient received a shock from the IV line. The clinician closed the door on the pump module and the patient received a second shock from the IV line. There was no report of patient harm, medical intervention, smoke, or spark.